Event description:
The customer reported that the device jaws could not be re-opened while applied to tissue. The surgeon resected the tissue directly adjacent to the jaws in order to remove it.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.